Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
During a showering procedure using a new arjo carendo shower chair, a personal support worker (psw) was washing the resident¿s hair when the resident suddenly screamed. The psw immediately noticed bleeding from the resident¿s left hand. The shower was stopped, and the psw assessed the injury: the tip of the fourth digit (ld4) had been amputated, and there was a laceration on the third digit (ld3). A significant bleeding was observed. The amputated fingertip was later found by staff. The resident was promptly transported to the hospital for medical treatment. The original report from the home stated that the carendo chair was not moving at the time of the event. However, according to additional communication with the customer, it was suggested that the psw was washing the resident¿s hair and using the handset to move the device to the seated position. The device was inspected by an arjo service technician and was found to function as intended. No sharp edges were found on the carendo device. Based on the device inspection, no malfunction of the carendo was identified that could have contributed to the reported event. According to the information received, it was indicated that the resident¿s fingers may have been lodged in the gap between the backrest and the seat when the carendo chair was in the reclined position. As the chair moved to the upright position, this gap decreased, which could have resulted in finger entrapment. To recreate the scenario, a pen was placed in the gap. When the chair returned to the seated position, the pen could not be removed. It was assumed that the resident, startled or frightened, may have grabbed parts of the device instead of using the armrests. During the tests performed at the manufacturer¿s site, it was confirmed that there is a gap between the backrest and the seat. While moving the device from the reclined to the seated position, fingers could potentially enter this space, but only if the arm of the person seated on the device was bent abnormally (arm bent at the elbow and the forearm bent backward). In the reclined position, three fingers can fit in the gap, in the seated position, only one. The carendo IFU (04.cc.01_32) warns: ¿to avoid entrapment, keep the patient¿s hair, arms, and feet close to the body and use designated grab supports during any movement.¿ furthermore, carendo complies with iso 17966 and iec 60601 standards. Both standards specify what gaps are acceptable and that the product must not have any sharp edges. In summary, if the resident¿s arms were not on the armrests (as indicated in the IFU), finger entrapment is unlikely except in an abnormal arm position. The reason for the fingertip injury remains unexplained, as the carendo showed no malfunction and no sharp edges were found. No additional information was provided by the facility. Based on the information gathered during the investigation, the root cause of the event could not be determined. The arjo device met its performance specifications, as no malfunctions were identified that could have contributed to the event. The device was in use by the resident when the incident occurred. The complaint was considered reportable due to a serious injury sustained during use of the device.

Event description:
During a showering procedure using a new arjo carendo shower chair, a personal support worker (psw) was washing the resident¿s hair when the resident suddenly screamed. The psw immediately noticed bleeding from the resident¿s left hand. The shower was stopped, and the psw assessed the injury. The tip of the fourth digit (ring finger) on the left hand had been severed, with significant bleeding observed. The fingertip was later found by staff. The resident was promptly transported to the hospital for medical treatment. The initial report from the nursing home indicated that the carendo chair did not move. However, after an arjo technician spoke with the nursing home staff, it was suggested that the employee was washing the patient's hair and adjusting the chair to a seated position using the hand control.